Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 18 mmol/l at the time of incident. The customer's mother stated they tried a new battery and it powered up but did not work and only showed an empty battery. She stated her daughter treated with an insulin pen. The display did not return during troubleshooting and the she disconnected the call. The insulin pump was not returned for analysis.